Event description:
The account alleges the brake caster will rotate around after the brake is set. No patient impact.

Manufacturer narrative:
The account replaced the brake caster and that resolved the issue.